Manufacturer narrative:
Date rec'd by MFR: 11aug2019. Date of report: 16aug2019. After failure analysis, per (B)(4), this is a failure of ls1. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. The field service engineer (fse) confirmed the reported light emitting diode flash issue. The field service engineer (fse) replaced the central processing unit to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that v60 showed an e/c 1104 causing the light emitting diode flashes with no audible tone and the customer was using a non philips faulty battery. There was no patient involvement.